Event description:
A complaint of difficulty charging and communicating with the implant was rec'd. The physician determined the pt's pocket was too deep. The pt had a pocket revision to move the implant closer to the skin. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.